Event description:
It was reported that the ilet displayed three horizontal lines and then lost dexcom g7 readings on the ilet while readings remained visible in the dexcom app, consistent with intermittent communication failure between the cgm and the ilet and involving the wireless communication pathway, including the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 consistent with intermittent communication failure associated with the device¿s electrical and magnetic subsystem, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.